Manufacturer narrative:
Based on the available information this event is deemed a death. Additional follow-up information regarding patient / event details was requested on (B)(6) 2014. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported the patient was in need of oxygen (15 liters per minute) and during the changing hours for the staff, the patient was found dead, with the oxygen mask disconnected from the oxygen tube (from fischer paykel). Thus, the patient was in lack of oxygen for an unknown duration of time and found dead, no resuscitation was performed.